Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that customer had high blood glucose of 470 mg/dl due to a bent cannula. It was also reported that customer had high blood glucose at another time and customer was disconnected from pump and treated with manual injection and then reconnected. Troubleshooting could not be performed due to customer not being available with insulin pump. Sample supplies were sent as customer was out of supplies.